Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they wanted to send the arctic sun device for a 2000 hour service. Biomed getting alert 113 (reduced water temperature (wt) control). They have 2 devices but the other one was also in use. Patient temperature (pt) was 36.8c, targeted temperature (tt) was 36c, water temperature (wt) was 27c, mixing pump command (mpc) was 100 percentage, chiller temperature (t4) was 4.2. Explained the mixing pump would need to be replaced and need to use an alternative means of hypothermia for this patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed via case data where the alert 113 was present and during initial fill the mixing pump would not transfer treated water from circulation tank to chiller tank. Serviced the mixing pump(sn # (B)(6)). Per evaluation results, the ac cca card and power module has degraded due to electrical overstress and the l-tube & double l-tubing appears distended/expanded however water flow was not impeded. Performed 2k pm service on the unit. Serviced the circulation (sn #(B)(6)) pump. Replaced the heater # 1814, with new heater # 2314, manifold o-rings, drain valves, tank tubing and the coin cell # 17.3.6. With new coin cell # 22.4.26. Replaced cca ca card (sn #(B)(6)), with new cca ca card (sn #(B)(6)). Performed a functional check and pre-cal the device after the repairs. Placed on acats (automated calibration and test system). Passed acats and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. Temperature input cable was inspected and tested with resistance thermometer, checked for accurate reading, and passed. Fdl passed all leak and pressure tests and is free of damage or defects. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that they wanted to send the arctic sun device for a 2000 hour service. Biomed getting alert 113 (reduced water temperature (wt) control). They have 2 devices but the other one was also in use. Patient temperature (pt) was 36.8c, targeted temperature (tt) was 36c, water temperature (wt) was 27c, mixing pump command (mpc) was 100 percentage, chiller temperature (t4) was 4.2. Explained the mixing pump would need to be replaced and need to use an alternative means of hypothermia for this patient.